Event description:
During acceptance inspection a pump was programmed to deliver 200ml/hr and was averaging 160ml/hr.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Flow rate tests were performed and inaccuracies exceeding +/- 10% were recorded. Further engineering eval of the device is required and when complete, a supplemental report will be submitted.